Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump failed accuracy by + 6.25%. It was reported that the event occurred during testing. There was no patient involved in the reported event.